Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that could not return blade & could not fire. During the lobectomy, when severing the vessel with (B)(4), the blade moved to the distal end, release the firing trigger, the blade did not move, used knife reverse button to return the blade. When severing the pulmonary parenchyma, could not fire(locked out), could not return the blade, the knife reverse button was loose, used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.